Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals and farfield oversensing of the right atrial (ra) signals. Technical services (ts) noted that it does not appear that there is pacing inhibition for more than 2 seconds but could not confirm for certain. Ts also noted that the impedance has been trending downward and the thresholds have been trending upwards. Additionally, there have been near 700 right ventricular automatic threshold (rvat) tests. Ts provided troubleshooting actions. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe the event or problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals and crosstalk oversensing of the right atrial (ra) signals. Technical services (ts) noted that it does not appear that there is pacing inhibition for more than 2 seconds but could not confirm for certain. Ts also noted that the impedance has been trending downward and the thresholds have been trending upwards. Additionally, there have been near 700 right ventricular automatic threshold (rvat) tests. Ts provided troubleshooting actions. The lead remains in use. No additional adverse patient effects were reported. Additional information indicates that the noisy signals could not be reproduced. The health care professional (hcp) will continue to monitor the patient. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals and crosstalk oversensing of the right atrial (ra) signals. Technical services (ts) noted that it does not appear that there is pacing inhibition for more than 2 seconds but could not confirm for certain. Ts also noted that the impedance has been trending downward and the thresholds have been trending upwards. Additionally, there have been near 700 right ventricular automatic threshold (rvat) tests. Ts provided troubleshooting actions. The lead remains in use. No additional adverse patient effects were reported. Additional information indicates that the noisy signals could not be reproduced. The health care professional (hcp) will continue to monitor the patient. No adverse patient effects were reported. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.